Event description:
It was reported that the patient had a change in therapy effect as the patient had in increase in baseline pain. The patient reportedly was to have a routine check in october but he never went. The patient went to the emergency room (ER) on (B)(6) 2013 for increased pain and he did not feel the catheter was working or that it is ¿plugged.¿ the patient has been in the hospital and on intravenous dilaudid since he presented to the e.r. No alarms have been heard and the health care provider did not have a programmer to check the pump. The hcp would like to have the pump checked to verify pump function. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).